Event description:
It was reported that the end-user sought medical attention around 11am on (B)(6) 2019 due to the meter giving a higher reading than the end-users actual blood sugar. End-user stated they received a result of 167mg/dl on her prodigy meter. End-user stated she was not feeling well and fell. End-user then called her daughter who came and took her to the emergency room where upon arrival her blood glucose was 32mg/dl. End-user was treated with a glucose IV fluid. End-user stated she was admitted to the hospital and released the next day around 5 pm. End-user was using expired test strips. Prior to seeking medical attention the end-user ate toast banana and coffee and also took her synthroid medication. End-users discharge instructions were to follow up with her primary dr. Who changed her levemir to 36 units in the morning and at night. End-user was treated at claxton-hepburn medical center located at (B)(6).